Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint syringe struck was confirmed. This was revealed in event log and during testing event was duplicated. Cause isolated to carriage being broken. Action was taken replace carriage, which then device was functional after repairs passing all testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps plunger was stuck. Recently serviced on (B)(4). No patient adverse events were reported.